Event description:
It was reported that during the procedure, the copilot bleedback control valve leaked blood. There were 2 guide wires and one drug eluting stent/balloon inside the device. There were no adverse patient effects and there was no clinically significant delay in the procedure. The procedure was completed with the same device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. Two sterile/unused devices were received. There was no damage noted to the sterile/unused devices. All samples passed testing. There were no anomalies. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation updated from yes to not returning.